Event description:
It was reported that the customer experienced high blood glucose levels above 500 mg/dl. The customer also received no delivery alarms and noticed a bent cannula. She treated her high blood glucose level with manual injections. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).